Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: this event happened at a hospital in another country, and this means a longer investigation period to allow for time to return parts for analysis.

Event description:
This report is being filed upon notification from our manufacturer of an event that occurred in another country. Patient was having a brain scan procedure and received a third degree burn at right forearm.